Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was part of a system revision due to infection. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Additional information was received that this patient is pacemaker dependent, so temporary pacing was used following the system revision, but the patient had low blood pressure and showed exacerbation of heart failure. The patient was admitted to the intensive care unit. The physician suspected the tricuspid valve was damaged during the system explant procedure. Further information was provided that the temporary pacing system was a competitor product. It was also noted a competitor's left ventricular (lv) lead was implanted to help with the patient's heart failure. No additional adverse patient effects were reported. Lead return is not expected.